Event description:
It was reported that during reprocessing the da vinci si surgical thoracic grasper instrument insulation was noted to have gouges. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the main tube insulation had scratches and gouge marks showing material removed at the distal end, approximately 0.74 from the snake wrist. Engineering concluded the damage was likely caused by excess force contact on the main tube surface. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.